Manufacturer narrative:
The physical device was not received for investigation and according to the complainant the device will not be returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data confirmed that urgent high glucose readings (greater than 400 mg/dl) were received by the pod from the sensor on the night of (B)(6) 2026. Starting at 22:24 on (B)(6) 2026, estimated glucose values began decreasing from urgent high, reaching urgent low (less than 40 mg/dl) at 01:34 on (B)(6) 2026. The phb data showed that the system was being used in manual mode during this period, delivering the user's manual basal program regardless of estimated glucose values received. The phb data showed that the system was used in automated mode during the increase in estimated glucose values to urgent high. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs, correctly increasing to the max microbolus amount in response to the increasing and urgent high glucose values. After an extended period of time delivering the max microbolus amount, the system correctly generated an automated delivery restriction alert, which transitioned the system to automated mode: limited until the alert was acknowledged and the system transitioned to manual mode at 18:34 on (B)(6) 2026. The cloud data confirmed the delivery of the 10.95 u bolus at 19:40 on (B)(6) 2026. No other boluses were delivered between this bolus and the urgent low estimated glucose values. No evidence of an overdelivery of insulin, or of any other issues with the system, were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the leg. No specific blood glucose levels were reported. The mother noted that despite multiple correction boluses throughout the day, the patient¿s glucose levels remained high. A meal bolus totaling 10.95 units was delivered at 7:40 pm, and at 9:25 pm the patient¿s glucose was recorded as > 400 mg/dl, prompting an additional 6.75-unit correction bolus. At 1:45 am on (B)(6) 2026, the patient experienced an urgent low blood glucose event and subsequently had a seizure and was reported to be barely breathing. The mother reported turning the patient on her side, applying go-gurt yogurt to her lips, and administering baqsimi nasal glucagon. The patient regained alertness. When paramedics arrived, the patient¿s glucose measured 47 mg/dl. The pod was removed, and the patient was transported to the emergency department. She was later transferred to another hospital, where she remained hospitalized at the time of reporting. Treatment included intravenous dextrose and insulin injections. No additional medical evaluation, treatment details, or discharge information were provided despite multiple follow-up attempts for additional information.